Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported thirteen days after an alarm was heard, the patient presented to the hospital, the device was interrogated, and the lead was found to display high impedance. Approximately seven weeks later, the patient was seen in clinic and there were no out of range impedance's replicated. The lead remains in use and no patient complications have been reported as a result of this event.